Event description:
Per the clinic, the device was explanted due to infection and device extrusion. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with a new device, but it is unknown if this has occurred as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).